Event description:
It was reported that the user experienced hyperglycemia for about an hour after a usual dinner while using the ilet, with device readings around 250 mg/dl and a confirmatory fingerstick of 211 mg/dl; values trended down during the call and subsequently returned to range, and the user asked about changing supplies but was advised to continue monitoring. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information to identify a specific device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.